Event description:
The instrument was reported for an unknown reason. Did not happen in surgery. Additional event information provided states product was found broken in wash.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the instrument was reported, for an unknown reason. Did not happen in surgery. However, an additional information states, that the product was found broken in wash. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that attune rp ps trl sz 6 5mm has broken across one of the articulating surface of the condyles. Fragment was returned for evaluation. Additionally, deep scratches were found at the bottom surface. Consistent with other tools and hard edges coming in contact with the device. The observed, breakage of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Such as, but not limited to overload beyond the material strength of the device, due to impaction forces or/and, during the assembling and disassembling process. The overall complaint was confirmed. As the observed, condition of the attune rp ps trl sz 6 5mm, would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.